Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm and motor safety circuit failed test due to software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. No this alarm is generated when a power failure is detected alarms or blank display noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer was able to clear the pump error alarms, power loss alarms and able to program the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.